Event description:
It was reported by the patient that there was no longer power to the remote monitor. Replacing the power cord did not resolve the issue. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment that the device would not power up. It was attributed to corrosion and contamination on the printed circuit board assembly.

Event description:
It was reported by the patient that there was no longer any power to the remote monitor. Replacing the power cord did not resolve the issue. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.